Event description:
The customer reported via phone call that the insulin pump alarmed motor error and had the device replaced. The customer also reported experiencing high blood glucose levels. The customer's blood glucose was 495 mg/dl. The customer was attempting to treat for high blood glucose while on the call. The customer was assisted with programming the insulin pump, and she treated with a bolus thereafter. The customer stated that she had been off of the insulin pump since the day prior. The customer's most recent blood glucose was 564 mg/dl, which was treated with an additional 21 units of insulin. The customer treated with a total of 31 units of insulin over the duration of the call. The customer declined further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.